Manufacturer narrative:
(B)(4).

Event description:
It was reported that a spinal cord stimulation pt "jumped in the water and got an infection at the pocket." No additional info was provided. A follow-up report will be sent if additional info becomes available.